Manufacturer narrative:
The clinical evaluation confirmed partial crown separation, hyper-dilation of the cuff and ssm of the main body, endoleak 1a, and an endoleak 3b. A manufacturing or design issue as not been identified or suspected based on the evaluation of the reported event. Devices were not returned and remain implanted in the patient. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include: off label use, inadequate aortic neck length (6mm), antiplatelet therapy, and the inability to visualize endoleaks with non-contrast cts. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Upon follow-up computed tomography (CT) showed a type 1a endoleak. The physician attempted to reline the graft but due to patient anatomy the procedure was unsuccessful. The physician is planning another intervention which has not been scheduled yet. Patient is in stable condition.